Event description:
It was reported that the lead dislodged. The lead could not be repositioned. The lead was trashed by the physician because he didn't think that it caused the event. The patient's condition was good before and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.